Event description:
Reportedly, the catheter tip became detached during declot procedure. It was further stated that the pt had to be taken to surgery where a snare catheter was used to successfully remove catheter tip. No pt complications were reported as a result of this event.